Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device and leads were explanted due to staph infection. The patient was stable throughout the procedure and postoperatively.